Event description:
The report stating that a ventilator, purchased in feb. 1996 and placed into service in march 1996 had a problem at the pt's home. Ventilator went inoperative for 5 minutes, pt was hand bag ventilated. They turned the unit off then on and it ran for 6 hrs then went inoperative again. There appeared to be no air coming out of the ventilator and the piston was noisy. When she unplugged the ventilator from the wall the alarm sounded and could not be cancelled until the battery ran out.